Manufacturer narrative:
During inspection and testing, the reported issue (air/water flow issue) was confirmed. It was observed that no air/water was fed due to clogged nozzle. In addition to foreign material in nozzle, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear to the angulation wire. There was a leakage due to cracked up/down knob, the scope connector was corroded due to water leakage, the switch button #1 was cut, and the plastic distal end cover was scratched. The adhesive on the bending section cover was clouded and cracked. The adhesive on the objective lens, and the light guide lens was clouded. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited air/water flow issues from the air/water flow system. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of remaining of the foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.